Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line separated from the cartridge. Additionally, it was reported that there were air bubbles in the patient line. The user's blood glucose level was 230 mg/dl. Recommendation was made for the user to change the cartridge.